Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed, however a previous xray did not show externalized conductors. Patient was asymptomatic and no electrical anomalies were noted. Lead was capped. During lead replacement, patient was a hard stick and endured a small pneumothorax which closed on its own. No intervention was required.